Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer stated that the initial sample was a short draw in a pst tube (bd vacutainer gel separator) with heparin. The patient was redrawn and a full volume of sample was taken, resulting as expected. Ccc discussed re-spinning of pst and sst (small sample tube) tubes with the customer, indicating this is not recommended by the manufacturer. The cause of the discordant, falsely elevated tni-ultra result is unknown. The cause for the customer not following manufacturer specification is failure to follow instruction. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated troponin (tni-ultra) result was obtained on one patient sample on a dimension exl 200 instrument. The discordant result was reported to the physician(s) who questioned it. A new sample drawn was tested in duplicate, resulted lower. The first replicate result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant tni-ultra result.